Manufacturer narrative:
The images were sent to the supplier for further investigation. Based on the pictures, description and the subsequent review of the manufacturing data, it is concluded that a break occurred in the optical fiber prior to the application of laser power. Upon application of the laser power, the light was scattered at the location of the break (rather than propagating down the fiber) which caused the polymeric fiber coatings and strain relief to smoke and burn. Based on the fiber draw and assembly level test and inspection results, it is unlikely that the broken fiber was due to a defect in the fiber or the assembly processes, as it would have been detected by either the fiber proof test, otdr (optical time-domain reflectometer) optical test, distal end inspection, and proximal end inspection, all of which are performed at 100% inspection level. The most likely cause of the failure would be the result of improper handling, specifically improper bending. This conclusion is further supported by the location of the break, being near the end of the strain relief which strongly suggests that the damaged fiber was bent tighter than the minimum allowable bend radius. This resulted in a break in the silica optical fiber. The break was at the proximal end of the catheter under the strain relief at the black connector end (connection with console) not inside patient. It is undetermined when the actual beak occurred. No patient harm or impact was reported.

Manufacturer narrative:
A manufacturing record review was completed and no non-conformances were found. The product was returned for evaluation and the complaint was confirmed. The proximal hub and strain relief of the laser fiber was separated from the remaining length of the laser fiber. The polymer strain relief was melted and showed signs of damage consistent with laser energy being delivered into the strain relief. The laser fiber was separated into two pieces, and a section of fiber core remained inside the strain relief. The melted polymer was carefully removed to expose the fiber's glass core, which was chipped at the point of separation. There was a small piece of the glass from the broken fiber that appeared to be missing. The customer confirmed it regularly uses the laser console that was connected to the laser fiber and has used it successfully since the incident. The console is not suspected to be a contributor to the reported event. The most likely root cause of the event is the fiber core was damaged prior to use. Once the fiber was connected to the laser console and laser energy was delivered through the fiber, the damaged core likely deflected energy into the strain relief, which caused it to melt and exhibit smoke or fire as the customer reported. The cause of the damage to the fiber is unknown at this time. Investigation is in progress and a follow-up report will be submitted.

Event description:
A customer reported "laser fibre was switched on whilst inside the patient, fibre 'caught fire' smoke and burnt off at fibre to black connector end not inside patient." The procedure being performed was an endovenous laser ablation therapy. The black strain relief near the hub of the laser fiber was reported to exhibit the issue after activation of the laser console, which delivered laser energy into the fiber. The case was successfully finished by using a different fiber from the same lot and no medical intervention was required to resolve the event. The fiber was reported to have been inspected prior to use and there was no issue at the time the laser fiber was connected to the laser console. The" instructions for use" were followed, and care was used when removing fiber from the package. The reported outcome of the patient is satisfactory, no issue to date.